Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, three electronic photo and one video was provided for review. The first photo show clinician holding catheter hub. The second photo depicts a tube containing blood with multiple air bubbles dispersed throughout the lumen. In the background, various laboratory apparatus is visible, including tubing and components such as a pressure reservoir and fluid dispensing system, likely used for fluid control. The third photo demonstrates a tube connected to the outlet catheter hub, containing blood with multiple air bubbles dispersed throughout the lumen. The video shows a partial view of a hickman dialysis catheter, with the clinician holding the catheter extender and pointing out a fracture located between the extender and the bifurcation. Therefore, investigation is confirmed for reported fracture, air/gas in device, difficult to flush and suction issue issues. However, the investigation is inconclusive for reported material separation issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. 1 years 3 months and 18 days post procedure the catheter allegedly found broken and red lumen of the catheter detached from the white plastic base. It was also noticed a few bubbles in the arterial line of the dialysis circuit. No air bubbles passed into the venous line of the dialysis circuit. Due to the presence of air near the clamp of the red lumen of the catheter, no reinfusion was performed. As a result, a total of 105 ml of blood was lost. The catheter was not flushed or citrate locked. The patient was sent urgently to ir for catheter replacement. No issues noted from the red lumen. Lumen re-kite locked and blocked off from further use until gen-surg to come do a repair. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. 1 years 3 months and 18 days post procedure the catheter allegedly found broken and red lumen of the catheter detached from the white plastic base. It was also noticed a few bubbles in the arterial line of the dialysis circuit. No air bubbles passed into the venous line of the dialysis circuit. Due to the presence of air near the clamp of the red lumen of the catheter, no reinfusion was performed. As a result, a total of 105 ml of blood was lost. The catheter was not flushed or citrate locked. The patient was sent urgently to ir for catheter replacement. No issues noted from the red lumen. Lumen re-kite locked and blocked off from further use until gen-surg to come do a repair. The current status of the patient was unknown.